Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in january 2020 investigation: despite our requests, the device was not returned for analysis. No x-rays films or medical reports are currently available. The information received are not sufficient to perform a thorough investigation. No conclusion can be drawn about the root cause. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. No corrective action is envisaged.

Event description:
Port was implanted approx. 3 months ago in a different hospital ((B)(6)). On (B)(6) 2020 the catheter had to be taken out of the right atrium because of a dislocation. The port itself remained in the patient.

Event description:
Port was implanted approx. 3 months ago in a different hospital ((B)(6) , vienna). On (B)(6) 2020 the catheter had to be taken out of the right atrium because of a dislocation. The port itself remained in the patient.

Manufacturer narrative:
Follow up report upon receipt of additional information and complaint sample. Batch history review: we have checked the manufacturing file of batch nr36957815 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 297 access ports released in february 2020. Investigation results: we received for investigation one celsite st305 access port from batch 36957815 with a 33cm long catheter and a connection ring. No defect is visible on the received device. Dimensional measurements: we have measured the returned device in order to check its conformity to our specifications. All characteristics conform to our specifications. Functional tests: we have performed a disconnection test on the returned access port and catheter. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 (f>5n). These characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the premature disconnection of the catheter (2 months after its implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. Only the review of the x-ray pictures taken just after the implantation and showing the access port housing could allow us to confirm this hypothesis. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). (B)(4). No corrective action is envisaged.